Event description:
The complaint is reported as: the unit will not power on prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. The appropriate icons did not flash on the interface as the neptune was plugged in. The unit was not recognizing power which could mean a blown fuse, a faulty power supply board or failure of the power entry module/harness. First, the fuses monitoring the 110vac power supply were inspected. These fuses are located adjacent to the 110vac inlet/plug on the device. The resistance of the fuses were measured with a calibrated lab inventory multi-meter. Both fuses measured 0.2 ohms which is within the normal range. Next, the power supply pcba was by-passed with a known good power supply pcba and this time, the unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. The next test was the temperature display accuracy test using the diagnostic probe kit , part number: 425-99, and the following simulated values. Low temperature-25 degrees c. Normal patient scenario-37 degrees c. High temperature scenario-42 degrees c. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The power supply pcba is defective. The reported complaint of "unit will not power on" is confirmed. The sample was returned with a defective power supply pcba. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2007. The device was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot #: 73j200004n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit will not power on prior to use. No patient involvement.